Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards in the main frame and workstation. System operates as intended.

Event description:
Customer reported the system will not produce an image in pulse mode. No pt injury was reported.